Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and found that the direction of flow label and direction of flow center shim were missing. Case shimming will be performed to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found missing the direction of flow label and the direction of flow center shim. No additional information is available.